Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was stuck in the vein and could not be repositioned. The lead was capped and a new lead was implanted. It was also noted that the patient is participating in the system longevity study. No patient complications have been reported as a result of this event.